Event description:
It was reported that the customer's device would not power on. It was indicated that this occurred with fully charged batteries installed.there was no patient use associated with the reported failure.

Manufacturer narrative:
It was reported that the customer's device would not power on. It was indicated that this occurred with fully charged batteries installed.there was no patient use associated with the reported failure.

Event description:
The customer reported that their device would not power on. The customer indicated that this occurred with fully charged batteries installed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly in the failure analysis center. The cause of the reported failure was determined to be a shorted and burned diode, designator cr20. Pin 1 of cr20 measured shorted to ground.